Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic sleeve gastrectomy procedure, while on removal of the endoscopic stapler after stapling stomach, the cannula broke off and it fell into the cavity of the patient. An x-ray was performed to locate the piece of plastic broke off of the cannula and it was retrieved. Extension of o.r. Time by approximately 1 hour was also noted.